Event description:
According to the information received, the aortic connector was utilized during a single coronary bypass procedure. The aorta appeared to be "healthy" and the implant was uneventful. Seven days postoperatively, the patient expired while undergoing a procedure in the cath lab. Autopsy revealed an aortic dissection originating from the aortic connector. The patient was diagnosed with cystic medical necrosis; however, this was not noted during implant. The patient did not have a history of marfan's syndrome. The pathologist has the tissue and aortic connector for return to sjm for analysis.